Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Unable to perform any test due to cracked and bleeding lcd glass. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was dropped and the screen is cracked and broken. The customer's blood glucose reading was 132 mg/dl at the time of incident and 89 mg/dl the next morning. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.